Event description:
Information received indicates the brake is not holding due to a broken brake detent.

Manufacturer narrative:
When the technician arrived at the account, maintenance had already removed the broken detent. He replaced the brake detent to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed. This failure occurred after the correction.